Manufacturer narrative:
Corrected lot# 1020214204.

Event description:
The consumer's son called into customer care stating his mother is concerned about the wide discrepancy between her blood glucose results 'a few days ago.' It was reported to nova biomedical that a consumer received a result of 59 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 133 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214204. Expiration date: 7/2016. Control solution lot #: none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.